Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided data, acquired on 13th of may 2024, revealed a rv pacing impedance of 650 ohms and a ra pacing impedance of 550 ohms. No iegm episodes were available for analysis. The provided x-ray image showed the implanted rv lead with little slack. The ra lead showed no anomalies. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that during the device interrogation a loss of capture was observed on the rv lead. The lead was repositioned. Should additional information be received, this file will be updated.